Manufacturer narrative:
As reported, a 5mm6cm 155 saber percutaneous transluminal angioplasty catheter ruptured at 8 atmospheres during its initial inflation after being delivered to the lesion. The device was replaced with a new saberx pta catheter. There was no reported patient injury. There was no difficulty removing the protective balloon cover or any sterile packaging components, and the device maintained negative pressure during preparation. A contralateral approach was used to target the superficial femoral artery. The target site vessel characteristics included moderate calcification, mild tortuosity, 90% stenosis, mild acute angle, and mild bifurcation. The accessing vessel characteristics were not specified. The device was not put into an acute bend at any point during the procedure and was able to cross the lesion without kinking. No anomalies were noted after the device was delivered to the lesion. The device was removed easily and intact from the patient. The contrast-to-saline ratio was not provided. The same indeflator was used successfully with other devices, and there was no indication of pressure loss on the gauge when the anomaly was noted. Pressure was maintained throughout the procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82276036 presented no issues during the manufacturing process that can be related to the reported event.the reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported moderate calcification, mild tortuosity, 90% stenosis, mild acute angle, and mild bifurcation of the vessel may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm6cm 155 saber percutaneous transluminal angioplasty catheter ruptured at 8 atmospheres during its initial inflation after being delivered to the lesion. The device was replaced with a new saberx pta catheter. There was no reported patient injury. The device is not being returned because it was discarded. There was no difficulty removing the protective balloon cover or any sterile packaging components, and the device maintained negative pressure during preparation. A contralateral approach was used to target the superficial femoral artery. The target site vessel characteristics included moderate calcification, mild tortuosity, 90% stenosis, mild acute angle, and mild bifurcation. The accessing vessel characteristics were not specified. The device was not put into an acute bend at any point during the procedure and was able to cross the lesion without kinking. No anomalies were noted after the device was delivered to the lesion. The device was removed easily and intact from the patient. The contrast-to-saline ratio was not provided. The same indeflator was used successfully with other devices, and there was no indication of pressure loss on the gauge when the anomaly was noted. Pressure was maintained throughout the procedure. The device is not being returned for evaluation.